Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the patient was hospitalized two years ago due to high blood glucose; the tubing leaked insulin. The patient no longer uses the insulin pump and he treats via manual insulin injection. Two attempts were made to contact the customer for further details but he did not answer. Voicemails were left with contact information each time. The insulin pump was not returned for analysis.